Event description:
It was reported that a patient death occurred. After a pulsed field ablation (pfa) procedure with a farawave pulsed field ablation catheter, the physician commented that the patient had a right and left ventricular heart failure between 4-6 hours after the procedure. Advanced cardiac life support was provided, but the patient did not make it. The device is not expected to return for analysis. The device was used to ablate the posterior wall which is considered an off label used.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Updated field b5 with new information obtained. Updated field h6 device codes: a24 code replaced with a2304.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient death occurred. After a pulsed field ablation (pfa) procedure with a farawave pulsed field ablation catheter, the physician commented that the patient had a right and left ventricular heart failure. Advanced cardiac life support was provided, but the patient did not make it. The device is not expected to return for analysis.